Event description:
Caller reported a pump malfunction, identified by malf 5 and fault ID 0x2147, with no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued using their current pump as backup therapy while cts arranged for a replacement pump.